Manufacturer narrative:
An event of moderate aortic regurgitation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was implanted in the patient's aortic position. On (B)(6) 2021, the valve was explanted due to unknown reasons. The patient status was reported as unknown. Additional information was requested and is pending.